Event description:
The hospital kept this c2 without the power cord connected to the outlet. When the local staff turned on the c2, the rtc and options were gone. After entering the option code while looking at the license manager, when the c2 was rebooted, the message check hardware compatibility was displayed. The part serial number and revision are the same as before the work was done. The trc and neonatal ventilation were not in this c2 before I re-entered the option code. Did the check hardware compatibility appear because you entered the option codes for trc and neonatal ventilation?.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:this issue is deemed a reportable event since the system mode reset issue could lead to a delay in the therapy, since the ventilator cannot be used. A functional ventilator needs to be prepared. The root cause of the real time clock failure was determined to be the absence of power supply. The correction in this case was a real time clock reset and reactivation of the system mode. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the ventilator was prepared for treatment. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future, hamilton medical ag will report an event like this issue as it will be deemed a reportable event. Hamilton fm 653570 rev. 01 medical page 6 of 7 investigation report (remediation) confidential complaint (B)(4).